Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. A health care professional (hcp) contacted technical services (ts) to inquire about available programming options. Ts discussed programming options. The programmed lead configuration was reprogrammed to rv coil to can. Shock impedance measurements were noted to be 102 ohms. Monitoring will be continued. No adverse patient effects were reported. This device remains in service.